Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on (B)(6) 2018, 7:49 pm. When the patient obtained a blood glucose result of 300mg/dl on the subject meter which he compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and stated that at 7:50pml he took six units of insulin in response to the alleged product issue. A half hour later he developed symptoms of ¿sweating and shaking¿ and retested his blood, obtaining a result of 230mg/dl. The patient that at 8:22pm he self-treated with food ¿ate some candy¿ and recovered quickly. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips had been stored correctly and was within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.